Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2025-12221, related manufacturer reference number:2017865-2025-12223, related manufacturer reference number:2017865-2025-12224. It was reported that the patient presented to the clinic due to pocket erosion. It was observed that the pacemaker and leads had eroded from the pocket. The physician decided to explant the entire system, which included the pacemaker, right ventricular lead, left ventricular lead, and atrial lead. A leadless pacemaker was then implanted as a replacement. The patient was in stable condition.